Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient indicated that the alleged meter issue started two days prior, at an unspecified time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. Two days later on the day lifesccan was contacted, the patient claimed that he developed symptoms of sweating and feeling warm. The patient denied receiving treatment because of the reported meter issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, and if the patient made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what action the patient took before and after the symptoms developed. The patient admitted that he had not replaced the meter's battery according to the owner's manual. The patient informed the one touch customer advocate (otca) that he would replace the meter's battery. Although there is no evidence that the alleged meter was working improperly, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.